Event description:
It was reported that a female patient was undergoing a barium enema examination on the axiom iconos r200 system with the tube column angling to approximately -24 degree angle. When the system operator started repositioning the tube to zero degree level, the patient's hand got jammed in between the tube column and the spotfilm device. The patient suffered a "degloving" injury and fractures. The patient was treated in the trauma center at the facility, and required a surgical procedure. The patient was then sent to the intensive care unit. The reported event occurred in (B)(6).

Manufacturer narrative:
According to our engineering experts they are unaware of any other or similar injuries reported by other customers. The reported system is within specifications and no covers are missing from the unit. (B)(6).